Event description:
Reported blood glucose results of "200 mg/dl" with a lifescan meter and "100 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was an intervention that would be expected to change the blood glucose.